Event description:
It was reported by the customer that their insulin pump was alarming button error and the keypad was unresponsive to user inputs. Customer stated they had gone swimming and was detached from the device, which was placed near the pool. Customer also stated they have received button error alarms while they were asleep. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 94 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.